Event description:
It was reported by the rep that when the devices were used during an unknown procedure, they had clinging staples. Opened another device to complete the case. There was no consequence to pt.